Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump was underinfusing. The pump read empty but did not deliver all of the medication. No other information was given. Patient was affected by not receiving all of their treatment. They were using 5-fu as the medication.